Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulator was not working anymore and had quit started in (B)(6) 2017. Per the patient, they had been told it was a ¿life-time battery.¿ the consumer also reported that they were supposed to get a belt to charge it but it was reviewed that the patient¿s battery was not rechargeable the patient was redirected a health care professional (hcp). There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.